Manufacturer narrative:
(B)(4). Upon evaluation, it was found that the frequency and tidal volume parameters were out of specification. The ventilator was recalibrated and passed functional testing. The ventilator alarms performed as specified. A review of the service history of the device indicates this is the first time the ventilator has been returned to smiths medical pm, inc. Technical service for evaluation.

Event description:
The patient was in MRI; placed on the portable ventilator for procedure. The patient became agitated while in the MRI tunnel. The procedure was stopped temporarily to assess patient. Rn notified ICU to obtain more sedation. Versed 2mg IV administered. The patient was still agitated. Patient sao2 on the monitor was 80%. Oxygen probe was assessed and in place. The portable ventilator was not ventilating the patient; no alarms were going off on the ventilator. The patient was removed from MRI tunnel and placed on stretcher. The patient was manually ventilated with resuscitation bag. Sao2 returned to baseline. Vital signs were stable. The patient was transferred back to ICU.